Event description:
It was reported that during a routine followup on (B)(6) 2013 the battery impedance was 5.01kohms and the estimated time to eri was approximately 20 months. Reportedly the ventricular pacing amplitude was increased from 3.5v to 5v during this (february) appointment. At the patients next appointment on (B)(6) 2013 the device was found to be near eri with a battery impedance of 9.59 kohms. This device was replaced on (B)(4) 2013.

Event description:
It was reported that during a routine followup on (B)(4) 2013 the battery impedance was 5.01kohms and the estimated time to eri was approximately 20 months. Reportedly the ventricular pacing amplitude was increased from 3.5v to 5v during this (february) appointment. At the patient's next appointment on (B)(6) 2013 the device was found to be near eri with a battery impedance of 9.59 kohms. This device was replaced on (B)(6) 2013.

Manufacturer narrative:
(B)(4) 2013. An analysis from the manufacturer is pending.

Manufacturer narrative:
On september 20, 2013, an analysis from the manufacturer is pending. On november 7, 2013, due to the explantation of this device, the following corrections were made to this MDR: changed to adverse event instead of product problem; checked hospitalization and required intervention; checked hospital instead of no information; and revised to serious injury. On july 7, 2014, please refer to the analysis from the manufacturer, (B)(4).

Event description:
It was reported that during a routine followup on (B)(6) 2013 the battery impedance was 5.01kohms and the estimated time to eri was approximately 20 months. Reportedly the ventricular pacing amplitude was increased from 3.5v to 5v during this (february) appointment. At the patients next appointment on (B)(6) 2013 the device was found to be near eri with a battery impedance of 9.59 kohms. This device was replaced on (B)(6) 2013.

Manufacturer narrative:
(B)(4) 2013: an analysis from the manufacturer is pending. (B)(4) 2013: (B)(4).